Event description:
Pt was identified as being in v-fib via nurse station and overhead monitor. Defibrillator was plugged into wall electrical unit and pads were applied. The analyze/charge sequence was followed (200 joules) and after pushing the discharge buttons there was no apparent change in the overbed monitor rhythm or in pt activity. The nurse again went through the analyze/charge sequence (200 joules) and pressed the discharge buttons with no discernible outcome.